Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The event date is an approximation. On (B)(6) 2025, the patient¿s cgm displayed a reading of ¿low¿ mg/dl. No bg meter comparison was performed at that time. The patient was using an omnipod insulin pump. In response to the low cgm reading, the patient self-treated with 15 grams of carbohydrates, apple juice, 2 units of insulin, and fruit snacks. At an unspecified time afterward, the patient began experiencing increased urination and increased thirst. She then performed a bg meter test, which showed a glucose level of 398 mg/dl, while the cgm continued to display ¿low.¿ emergency medical services (ems) were called. Upon arrival, ems measured the patient¿s bg, which registered as ¿high¿ mg/dl. The patient was started on an IV insulin drip and transported to the emergency room. At the hospital, the patient was admitted to the ICU and remained hospitalized for six days. At the time of reporting, the patient stated she was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.